Event description:
Caller states the patient tested 4.2 inr on the coaguchek s system and 2.83 inr on a hospital coagulation device. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.